Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed self-test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
It was reported that they cannot hear the beep. The customer¿s blood glucose level was 8.2 mmol/l. Troubleshooting was performed. The customer was able to rewind the insulin pump and able to perform self test and it passed. The insulin pump will be returned for analysis.